Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer (pp) was not powering up, and the ins recharger (insr) had no communication with the ins. The batteries were replaced and the pp powered up, no indication if it was able to communicate with ins. The patient reported that they had turned ins off, but now pain was getting worse and they wanted to turn therapy on. They were unable to turn therapy on or communicate with the ins with insr. The patient reported they did not know the last time they had recharged the ins, and the patient was directed to contact their managing healthcare professional (hcp), for a physician's mode recharge due to a possible overdischarge. No additional symptoms, or additional complications were reported for this event.